Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. Caller stated that customer has the affected reservoirs; the leaks were happening before she received the recall letter. Caller stated that insulin leaked into the insulin pump. Caller requested a replacement. Nothing further reported.